Event description:
It was reported that there was an error that results in an inability to initiate mechanical ventilation during a case. There was no patient injury.

Manufacturer narrative:
The customer declined ge service. No repair information available. Block a: patient information could not be obtained due to country privacy laws. Legal manufacturer: hcs madison 3030 ohmeda dr, USA, madison, wi. 53718.